Event description:
The patient claimed that the rubber is torn off by the ok button and it required several presses to activate the desired pump functions. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the keypad was torn in the area of the "ok" key exposing the "ok" key contact. The "contrast" and "ok" keys were intermittently unresponsive. The keypad was removed to inspect key contacts for contamination which was found under the "contrast" and "down" key contacts.